Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the nurse opened the implant, the packaging was found damaged. There is no additional information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 the product was not returned for evaluation. Visual evaluation of the provided photo found black staining and debris inside the sterile packaging which is visually consistent with the appearance of porous coating. Additionally, evaluation found damage to the pouch. Sterility, or breach thereof, cannot be determined. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.